Event description:
Customer reported being hospitalized with low blood sugar levels. Per diabetes management consultant customer stated that pump over delivered. Instructed to customer to stop using the pump and use manual injections.